Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report was submitted in error as it is a duplicate. This event was previously reported in 0001032347-2021-00375.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information was received from the contact which contained patient's medical records. The medical records confirmed that this report is not a duplicate to 0001032347-2021-00375 and is a separate event. Therefore, 0001032347-2024-00106-1 was submitted in error and should be disregarded. A4: weight: 60-70 kg. D1/d4: based on additional information, it is not clear which specific product is currently implanted in the patient as the surgeon has reinserted the original devices multiple times and also implanted a spacer. The product ID could be pn: tmjpm-3495 ln: 075720; however, the contact could not confirm and no further information is available.

Event description:
It was reported a patient experienced trauma to the jaw and underwent a ligament repair and reconstructions surgery followed by an initial bilateral tmj procedure. Later pater had a revision of the left mandibular prosthesis and reimplantation of mmf fixation and then, had a revision due to pain and malocclusion where all products were removed and spacers were implanted. The patient underwent three procedures more where pmi product was attempted to be implanted but due to fitting issues, the procedures were terminated. Subsequently, the patient is experiencing persistent pain and is being planned for pmi product on an unknown date.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experiences chronic pain syndrome with leading neuropathic component muscular hypertonus. Persistent pain and headaches in lower and upper jaw. The patient reports an incorrect posture of the whole body, which has been caused by the agonizing facial and head pain, as she adopts a relaxed posture when moving; this is confirmed with the physiotherapists report. Four x-rays were reviewed and not submitted due to poor quality. A definitive root cause cannot be determined. The reported event is confirmed, based on medical records.. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent bilateral tmj replacement surgery on an unknown date. Subsequently, the patient will undergo a revision surgery due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). . G2: foreign - germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00107, 0001032347-2024-00108, 0001032347-2024-00109.